Event description:
The customer alleged 4 questionable results on a single patient's specimen. Three of the results were found to be discrepant. Initial sodium = 35 mmol/l with "<rr" flag repeat sodium = 141 mmol/l initial potassium = 1.1 mmol/l with "<rr" flag repeat potassium = 4.3 mmol/l initial creatinine = 0.95 mg/dl repeat creatinine = 2.07 mg/dl with ">rr" flag the customer stated that the initial results were reported outside the laboratory and that the sample was repeated the next day per a request from nursing. The customer believed the initial values were affected by a clot in the sample. The customer also stated that the patient was not treated based on the initial results and was not affected by the event. Sodium ise electrode lot #: 21594715 the customer did not supply lot numbers for the potassium ise or the creatinine reagent. The field service representative stated that the issue was caused by the sample probe. He stated that the customer replaced the sample probe. The field service representative performed electrode service and performed calibration and precision studies to verify analyzer function.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.